Event description:
During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. Although there was no patient harm or injury, this event is reportable due to a potential to cause or contribute to a serious injury as identified in CAPA (B)(4). A report will be filed with all applicable regulatory agencies. The device was scrapped.